Event description:
It was reported that one side of the patient failed to distract and that the activation arm had become detached. The patient's parent had tried to re-apply the activation arm but it would not stay in place. The bone knitted together and therefore the patient was required to undergo an additional procedure in order to have their bone re-cut. The second surgery was completed successfully using the same activation arm.

Manufacturer narrative:
Investigation in progress but not yet complete.